Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges that the patient underwent subsequent surgical intervention for removal of dense adhesion and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. The instructions-for-use supplied with the device lists adhesion as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. This emdr represents the bard/davol kugel patch (device #1). An additional emdr was submitted to represent the bard/davol kugel patch (device #2). Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard/davol kugel hernia patches on (B)(6) 2006. As reported, the patient is making a claim for an adverse patient outcome against the both devices. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is alleged that the patient underwent surgery and removal of dense adhesions on (B)(6) 2019. It is also alleged that the patient experienced emotional distress and the device was defective.